Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation with a minicap attached. Visual inspection was performed, and damage was observed on the threads of the female connector. Leak, clear passage, and clamp function testing were performed, and a leak was observed beneath the minicap. The transfer set was retested using an in-lab mini cap and a leak beneath the mini cap was observed. No issues were observed on the returned mini cap. The reported condition was verified. The cause of the damage is supplier manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage after the minicap was connected to the minicap transfer set. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set had been in use for three months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.